Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a calibration error. Customer's blood glucose level was 480 mg/dl. Customer was advised to give the bolus time to allow their blood glucose level to stabilize. Customer was assisted in silencing alarms. No further assistance needed.